Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pyxis was on override. A field service engineer (fse) had replaced the worn retractor band and reseated row-board cables on the drawer controller and cubie trays and cleaned foil debris under trays/pockets. Initially, the station was not communicating; fse checked and reseated the network cable, and the station came online. After fixing hardware issues and rebooting, the station showed a ¿disconnected¿ icon. Fse logged in as carefusion admin and found a duplicate internet protocol (ip) error, but no actual duplicate existed. After another reboot, the station communicated correctly. Fse recalled a previous ¿gratuitous arp¿ issue, applied a registry edit, and rebooted three times and no duplicate ip appeared, and the station stayed online in remote smart service (rss). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis was on override and had drawer failure. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.